Manufacturer narrative:
The calcium reagent lot number and expiration date were requested, but not provided. A reagent issue can be excluded as the correct repeat value was measured using the same reagent. The field service engineer determined the cell rinse tubing was leaking. The tubing was exchanged. The analyzer was then confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested on a cobas 8000 c 502 module. The customer provided an example of one patient sample with discrepant results for calcium gen. 2. The sample initially resulted in a calcium value of 0.18 mg/dl and it repeated as 9.01 mg/dl.